Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed this by administering a manual injection. The customer reverted to manual injections for insulin therapy.